Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: cirujano general [general surgeon]. 2012; vol. 34 no. 1. Please see article attached. (B)(4).

Event description:
It was reported in a journal article with title: efficacy of dynamic plasty in the repair of large abdominal wall defects with proceed® mesh, at the "dr. (B)(6)" general hospital. Hernias of the abdominal wall are a frequent pathology and one of the main causes of medical treatment in the hospital environment. Incisional hernias are the most frequent and occur in up to 2-10% of patients undergoing a laparotomy. The objectives of the study was to compare the efficacy and safety of the dynamic wall plasty technique using the intraperitoneal proceed mesh (ethicon), against the polypropylene mesh of supraaponeurotic placement. A total of 110 patients were included in the study. The control group consisted of 55 patients who underwent onlay technique (supraaponeurotic placement) with polypropylene mesh. The experimental group consisted of 55 patients who underwent the ipom technique with proceed mesh (ipom group; ethicon). It was also reported that the authors reported 5 cases of intestinal anastomosis with the proceed (ethicon) mesh placement. In the ipom group, reported complications included seroma (n-9) which resolved spontaneously, bowel obstruction (n-1) which required removal of the mesh, recurrence (n-2), colocutaneous fistula (n-1) in which the mesh fragment involved was removed and the fistula was closed with conservative management. Twelve months later, the patient remains asymptomatic, and dehiscence of anastomosis (n-1) in which the decision was made to remove the mesh (foreign body), for the conservative management of the fistula. In the author¿s experience, the proceed mesh (ethicon) proved to be effective and safe for the repair of large abdominal wall defects and the results are encouraging. The authors suggested the use of proceed mesh with the ipom technique for this type of patient.